Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board, interface board and on the motor. Unable to verify audio or beep anomaly, button keypad anomaly or perform the functional testing due to blank display anomaly. The insulin pump had cracked battery tube threads, belt clip slot, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was completely blank and that the buttons became unresponsive. The esc buttons sometimes triggers the appearance of black lines/black bars on the main part of the screen. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the blank display. The customer mentioned that there appeared to be condensation behind the screen. The device also makes three loud beeps at him from time to time. It was confirmed that the insulin pump was not bumped or dropped; however, the customer was uncertain about whether or not the insulin pump had been exposed to moisture. He stated that the device could have had water splashed on it before but that it had never been an issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.